Manufacturer narrative:
It was reported that left hip revision surgery was performed due metallosis, pain, elevated levels of cobalt and chromium and tissue inflammation. During surgery bhr cup and bhr head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Review of the provided implantation report indicated no inconsistencies related to the surgical technique, a potential cause or contributing factor for the later revision. According to the provided revision report, the patient had erosion of the femoral neck, 2 cystic voids at the acetabular component, which was deemed an inflammatory response with aseptic loosening. Frozen sections showed a synovium with inflammatory response, but no signs of infection. Based on the provided documents, it remains not clear whether the cup or head were actually loose as well the report of metallosis, pain, and elevated levels of cobalt and chromium cannot be concluded. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that left hip revision surgery was performed due to metallosis, pain, elevated levels of cobalt and chromium and tissue inflammation.